Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s pump issued an alert indicating insulin was depleted, insulin delivery ceased, and the patient¿s blood glucose rose to 238 mg/dl until the nurse arrived and changed the infusion set; the patient used subcutaneous insulin via pen as interim therapy and insulin delivery then resumed, with the event consistent with an occlusion that resolved after supply change and associated with the infusion set component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Customer care performed investigative communication and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, and available information was insufficient to further characterize a device problem or isolate a specific component beyond the infusion set involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.